Event description:
It was reported that that the left ventricular (lv) lead was difficult to get into the header of this cardiac resynchronization therapy defibrillator (crt-d) during scheduled therapy upgrade procedure. Technical services (ts) provided troubleshooting which was attempted but unsuccessful. Eventually, a new crt-d device was used with the same lv lead to complete the procedure. No adverse patient effects were reported outside of the prolonged procedure. This product has been received by boston scientific and a full investigation will be performed. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.